Manufacturer narrative:
(B)(4). Customer reported that they had samples for pick up. It was not until the samples were returned that we became aware the devices did not have reported complaints in the system.

Event description:
According to the reporter, during a gastroplasty procedure, the jaw does not close completely, not performing the dissection. No injury reported.